Manufacturer narrative:
D.10. Concomitant products: unknown parietex, unknown parietex product (lot#: unknown). Parmar, a.d. "Robotic repair of off-midline abdominal wall hernias: a single institution consecutive case series". Hernia (2025) 29:283. Https://doi.org/10.1007/s10029-025-03476-8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli 10: according to the literature, a retrospective study compared the outcomes of patients who underwent robotic-assisted repair of off midline abdominal wall hernias between june 2019 and october 2024. It was noted that the choice of mesh utilized for repair included progrip, parietex or a competitor product. There were 43 patients included in the study and complications included surgical site abscess, reoccurrence, and persistent pain lasting > 3 months. Interventions and patient outcomes were unknown. Additionally, two patients suffered nerve injury and were treated with cryoablation. Dutta, p., kim, g., english, n., katta, t., naik, g., mustian, m., corey, b., parmar, a.d. Robotic repair of off-midline abdominal wall hernias: a single institution consecutive case series. Hernia (2025) 29:283. Https://doi.org/10.1007/s10029-025-03476-8.